Event description:
It was reported that the bd syringe plastipak 5ml s/su barrel cracked. The following information was provided by the initial reporter translated from portuguese to english: reason: 5 ml syringe broken at the top. Additional information received. December 28, 2024. Was there any impact on the health of patients? Detail. No. Could you inform the date of occurrence of the event? 2023/12. Was there notification to anvisa? If so, what is the notification number? To confirm: yes, (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be file.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the syringe is broken. To aid in the investigation, a sample and photo were received for evaluation by our quality team and the barrel cracked defect was confirmed. It is possible to see there was a jam in the cylinder nozzle of the physical sample that induced the breakage. This defect could occur if there were misaligned discs, or a piece jammed into a disc during the manufacturing process. A device history record review was completed for provided material number 990175, lot 4207843. There were no quality occurrences or maintenance events related to this incident. Automatic leak tests and visual inspections are performed every two hours during the assembly process and the defect was not identified during the sample inspections performed. All production processes are validated according to strict acceptance criteria. Based on the investigation with the returned sample analysis bd was able to confirm the defect.

Event description:
No additional information received.